Event description:
The pr was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 13 months of support on the lvad, the pt was admitted to hospital with a subarachnoid hemorrhage. The pt's international normalized ratio (inr) was reportedly therapeutic.

Manufacturer narrative:
The pt is currently in a rehabilitation center and remains ongoing on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.